Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after meals while using the ilet bionic pancreas and also encountered a device bug during a self-initiated factory reset in which the device would not proceed past the fill tubing step when drops were observed. Symptoms included low blood glucose treated with oral glucose. Outcomes included temporary interruption of normal device use and user dissatisfaction. Investigation included remote troubleshooting, education regarding using standard meal announcements to support algorithm performance, and recommendations to perform a firmware update or complete a factory reset with additional training. Investigation of this case revealed an inability to complete the fill tubing step during reset and user-reported postprandial hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.